Event description:
Hospital advised that at 9:05 a.m., channel b was set up to infuse heparin at a rate of 10 ml/hr. At approximately 9:15 the nurse and physician observed a rapid drop in the patient's blood pressure. Nurse stopped the infusion and clamped off the line. Then the nurse started a bag of saline at a rate of 999 cc/hr with a vtbi of 43, this was administered to address the pt's dropping blood pressure. The bag of saline emptied and the nurse changed the bag at approximately 9:30 a.m. Shortly after the pump was stopped.